Event description:
A complaint came in involving a sodium azide explosion. The customer reported that their acl 1000 analyzer had been draining into the sink for the past ten years. There were no injuries.

Manufacturer narrative:
Instrumentation laboratory co has taken the following actions over the years to mitigate the risk of sodium azide explosions: our product labeling identifies reagents that contain sodium azide. We advise in the msdss for these products that the waste solution should be separated from acids and heavy metals due to explosion risk. In 2009, an urgent safety notification was issued (under the direction of the FDA), advising our coagulation system customers to take precautions when disposing of reagents, routine decontamination of drains and also decontamination of plumbing containing sodium azide. This urgent safety notification continues to be provided to customers with all new instrument units. A reminder notification will be sent to the field to reinforce the previous urgent safety notification regarding sodium azide precautions.